Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to vegetation on pacemaker leads. The source of infection was undetermined. The physician doesn¿t believe that the infection was due to the pacemaker implant. Patient was stable. Related manufacturer reference number: 2938836-2019-03055; related manufacturer reference number:2938836-2019-03057.